Event description:
It was reported that the lead impedance had increased to 2500 ohms up from 1200 ohms. The device remains actively implanted with no report of any consequential actions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.